Event description:
It was reported that the break lock failed to hold the guidewire. A 1.75mm rotalink plus was selected for use. During the rotation, it was noted that the rotawire loosened. The procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the handshake connection was bent. The rotawire used in the procedure was not returned. So, functional testing consisted of using a test rotawire. The test wire was inserted into the annulus of the burr and advanced the through the advancer with resistance due to the bent handshake connection. Functional testing was then performed by connecting the advancer to the rotablator control console. During functional testing, the device was able to reach and maintain optimal rpm without unusual performance from the wire. During functional testing, the brake was activated and prevented the rotawire from advancing or retreating when the foot pedal was pressed, and the brake defeat button was not pressed down. Product analysis did not confirm the reported event, as the test wire was not able to move when the console foot pedal was pressed, and the brake defeat button was not pressed down.

Event description:
It was reported that the break lock failed to hold the guidewire. A 1.75mm rotalink plus was selected for use. During the rotation, it was noted that the rotawire loosened. The procedure was completed with another of the same device. There were no complications reported.